Manufacturer narrative:
Additional information: the device was in backup operation mode when received. Analysis performed did not find any anomaly except voltage being at eol. Longevity assessment was performed and device has already exceeded the projected longevity and is considered normal battery depletion.

Event description:
Related manufacturer report number: 2017865-2019-16851. Related manufacturer report number: 2017865-2019-16852. It was reported the patient expired on (B)(6) 2018 there is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.